Event description:
It was reported that the patient's right knee was revised because scar tissue was causing rom issues (surgeon reported this was due to the patient not going through pt). A 3x9 cs insert was exchanged. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding arthrofibrosis & wear involving a triathlon insert was reported. The event for wear was confirmed. Method & results: -product evaluation and results: the device was not returned; however, photographs were provided for review, the photographs show a recently explanted insert with signs of wear. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised because scar tissue was causing rom issues. The device was not returned; however, photographs were provided for review, the photographs show a recently explanted insert with signs of wear. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.